Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added the reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the available information the coil was protruding into the parent vessel because it was oversized. It is probable that the main coil protruded into the parent vessel due to being incorrectly sized for the aneurysm and the subsequent difficulty to remove the coil through the microcatheter. An assignable cause of user error will be assigned to the reported coil difficult to remove/withdraw from catheter, main coil protrusion and user preference issue, as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during the procedure, the physician encountered resistance while pulling back the subject coil from inside the micro catheter. The physician felt that the coil was oversized inside the aneurysm and protruding into parent vessel. The subject coil was successfully removed from the patient's anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received and the reported lot number was confirmed from the packaging label. On visual/microscopic inspection, the coil delivery wire was noted to be kinked/bent. Congealed blood was noted in the introducer sheath and on the delivery wire. Dimensional inspection could not be completed as the delivery wire could not be advanced through or retracted out of the introducer sheath. Functional inspection could not be completed as the delivery wire could not be advanced through or retracted out of the introducer sheath. The reported event was not confirmed during analysis, however the analysis results are consistent with the event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the available information, the coil was protruding into the parent vessel because it was oversized. The device was returned and found to be stuck within the introducer sheath due to congealed blood within, and was not able to be removed. It is probable that the main coil protruded into the parent vessel due to being incorrectly sized for the aneurysm and the subsequent difficulty to remove the coil through the microcatheter. An assignable cause of user error will be assigned to the reported coil difficult to remove/withdraw from catheter, main coil protrusion and user preference issue, and the analyzed coil introducer sheath friction, as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user. An assignable cause of handling damage will be assigned to the analyzed coil delivery wire kinked/bent as it is probable that this occurred due to handling of the device.

Event description:
It was reported that during the procedure, the physician encountered resistance while pulling back the subject coil from inside the micro catheter. The physician felt that the coil was oversized inside the aneurysm and protruding into parent vessel. The subject coil was successfully removed from the patient's anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the physician encountered resistance while pulling back the subject coil from inside the micro catheter. The physician felt that the coil was oversized inside the aneurysm and protruding into parent vessel. The subject coil was successfully removed from the patient's anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.